Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the most current patient status? Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Was there any additional tissue damage as a result of searching for the needle? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a complete hysterectomy and bilateral adnexectomy surgery on (B)(6) 2025 and suture was used. During the procedure, after the specimen was taken out during the operation, the suture was folded in half twice, and the middle part of the suture was clamped with a needle holder and enter the abdominal cavity through the 10mm trocar. After releasing the needle holder, it is found that the needle on the suture has fallen off and fallen into the mesentery. It was immediately taken out and the needle was checked has no breakage and defect. Immediately replaced the suture with a new one for suturing and used it normally. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.